Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced difficulty loading multiple cartridges onto the pump. The customer's blood glucose level was not impacted. The customer reported would use manual injections as alternate insulin therapy.